Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) on the homechoice during drain 1. The technical service representative (tsr) advised the caregiver (cg) that air had entered setup and therapy had ended and the cg needed to start over with new supplies. During follow-up with the home patient (hp) on (B)(4) 2011 regarding the alarm, the hp reported extension lines were being used which may have caused the air to enter in the lines. Follow-up with the peritoneal dialysis registered nurse revealed the hp has been doing okay with her therapy. The pd rn would follow up with the hp regarding the alarm. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.